Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger, product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information was received on april 6th 2015 indicating that the patient was planning on having an MRI on several body parts. They wanted to check on their MRI compatibility. The patient was planning on having the leads replaced with a paddle lead but not yet scheduled.

Manufacturer narrative:
(B)(4).

Event description:
The company representative reported that the trailing and implanting pain management physician informed the rep that the patient continued to receive less than optimal stimulation (stimulation was not covering a specific area in his lower back) despite reprogramming attempts. The physician indicated that an x-ray showed that one of the percutaneous leads moved slightly. It was to the rep's understanding that all other diagnostic tests previously showed the implanted scs working correctly. The patient was referred to a neurosurgeon for a revision of the scs system. The physician specifically requested that the entire scs system to be replaced with paddle scs system in hopes that it would better cover the patient's area of pain. The revision surgery was scheduled for (B)(6) 2015. The rep requested that the explanted system to be recovered and returned for analysis. The rep later reported that the leads and generator were explanted and replaced by surgical lead and generator. It was unknown if the issue was resolved at the time of this report. It was unknown if the patient was getting any different/better coverage as system was replaced by another manufacturer. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) had migrated. X-rays were taken but results were not reported. It was noted at a follow up visit on (B)(6) 2015 that the patient did not get more than 50% reduction in their pain. The patient was reprogrammed but it was unknown at the time of report as they were going to evaluate the new program to see if it was helpful. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.